Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
After the patient had missed the follow-up, the clinic reached out to the family and was notified that the patient had expired. No further information was available and the cause of death remains unknown. There was no allegation of device malfunction.